Event description:
It was reported that at the device changeout for elective replacement indicator (eri), there was an error message indicating an electrical reset. The device was removed and replaced. It was also noted that there was a loss of capture. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).